Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
When they pulled out the entire leader, it was bent/kinked just after the 2nd darker area on the leader. There had been no difficulty putting the PICC line in but they still had to x-ray the patient afterwards. There was no patient harm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked stylet is confirmed and was determined to be use-related. One 3cg stylet was returned for evaluation. An initial visual observation revealed use residue in the sample. Two kinks were observed near the distal end of the stylet. A bend was observed near the t-lock. One of the kinks was observed proximal to the polyimide coating. The other kink was observed within the polyimide coating. Microscopic inspection of the second kink site revealed a sharp kink in the core wire which was between the magnets. The observed damage and location suggest the stylet likely experienced mechanical stress from insertion against resistance, such as into tissue or at an improper angle. This complaint will be recorded for future trending and monitoring purposes.